Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt) and then rapidly triggered end of service (eos) within five days. The rapid depletion from rrt to eos did not meet the customers expectations. It was also noted the device had triggered an alert for long charge time post the rrt trigger and prior to the device changeout procedure. The device was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing an excess charge time as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the excessive charge time likely resulted from a spurious increase in battery resistance induced by lithium severing. This is a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.